Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the a patient was scheduled for left knee therapeutic arthroscopy, meniscus root repair. The clinic booked the arthrex root repair set (B)(6) 2020. The day of the surgery, the tourniquet started at 1225hr. When the root repair set was opened, the team discovered the instruments in the set were those of the meniscus repair set instead of the root repair set. The surgical team had no available set and no other methods to repair the meniscus root tear. The team was left with no choice but to abandon further efforts and wait for the set. Vendor realized there was a mix up with the two sets and had the other set sent from another hospital which arrived at 1331hr.